Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the left coil". The patient's medical history included adhd. Concomitant products included lisdexamfetamine mesilate (vyvanse) from (B)(6) 2017 to (B)(6) 2017 and testosterone since 2015. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia,"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, type of removal surgery other). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge and migraine outcome was unknown, the menorrhagia, dermatitis allergic, fatigue, alopecia, hormone level abnormal, headache and weight increased had resolved and the vaginal haemorrhage was resolving. The reporter considered alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder /urinary problem date(s) of insertion: (B)(6) 2011.(discrepancy noted) current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('back pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the left coil". The patient's medical history included: adhd. Concomitant products included: lisdexamfetamine mesilate (vyvanse) from february 2017 to august 2017 and testosterone since 2015. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced, headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced, menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced, alopecia ("hair loss"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced, back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia,"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rash ("rash") and abdominal distension ("look 7 months pregnant") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, type of removal surgery; tubouterine implantation). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge, migraine and rash outcome was unknown. The menorrhagia, dermatitis allergic, fatigue, alopecia, hormone level abnormal, headache, weight increased and abdominal distension had resolved. And the vaginal haemorrhage was resolving. The reporter considered abdominal distension, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, psychological trauma, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder /urinary problem date(s) of insertion: (B)(6) 2011. (Discrepancy noted). Current weight: 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.8 kg/sqm. Hysterosalpingogram: in (B)(6) 2012, total bilateral occlusion. Imaging procedure: on (B)(6) 2011, unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new events: rash and abdominal distension were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the left coil". The patient's medical history included adhd, urinary tract infection and hypertension. Concomitant products included lisdexamfetamine mesilate (vyvanse) from (B)(6) 2017 to (B)(6) 2017 and testosterone since 2015. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia,"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rash ("rash") and abdominal distension ("look 7 months pregnant") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, type of removal surgery tubouterine implantation). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge, migraine and rash outcome was unknown, the heavy menstrual bleeding, dermatitis allergic, fatigue, alopecia, hormone level abnormal, headache, weight increased and abdominal distension had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal distension, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, psychological trauma, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder /urinary problem date(s) of insertion: (B)(6) 2011, (B)(6) 2010 (discrepancy noted). Current weight 240 lbs. Discrepancy noted in insertion details : (B)(6) 2010. Discrepancy noted in removal details: (B)(6) 2018. No. Of coils : 3 coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: unspecified bilateral occlusion. Lot number: 713453 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the left coil". The patient's medical history included adhd, urinary tract infection and hypertension. Concomitant products included lisdexamfetamine mesilate (vyvanse) from (B)(6) 2017 to (B)(6) 2017 and testosterone since 2015. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia,"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rash ("rash") and abdominal distension ("look 7 months pregnant") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, type of removal surgery tubouterine implantation). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge, migraine and rash outcome was unknown, the heavy menstrual bleeding, dermatitis allergic, fatigue, alopecia, hormone level abnormal, headache, weight increased and abdominal distension had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal distension, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, psychological trauma, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder /urinary problem date(s) of insertion: (B)(6) 2011, (B)(6) 2010 (discrepancy noted) current weight 240 lbs. Discrepancy noted in insertion details : (B)(6) 2010 discrepancy noted in removal details: (B)(6) 2018 no. Of coils : 3 coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: unspecified bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information , other relevant history , lot no added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the left coil". The patient's medical history included adhd. Concomitant products included lisdexamfetamine mesilate (vyvanse) from (B)(6) 2017 to (B)(6) 2017 and testosterone since 2015. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia,"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, type of removal surgery other). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge and migraine outcome was unknown, the menorrhagia, dermatitis allergic, fatigue, alopecia, hormone level abnormal, headache and weight increased had resolved and the vaginal haemorrhage was resolving. The reporter considered alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder /urinary problem date(s) of insertion: (B)(6) 2011.(discrepancy noted) current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received: new event migraines, abnormal bleeding (vaginal), difficulty inserting the left coil were added. Concomitant medications added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia,"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, type of removal surgery other). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma and vaginal discharge outcome was unknown and the menorrhagia, dermatitis allergic, fatigue, alopecia, hormone level abnormal, headache and weight increased had resolved. The reporter considered alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for bladder /urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events "dysmenorrhea, dyspareunia, back pain, menorrhagia, allergy: rash /skin condition, psych injury, bladder /urinary problems: vaginal discharge, fatigue, hair loss, hormonal changes, headaches, weight gain" were added. Outcome of events "bleeding, allergy, other" were updated as recovered. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.